Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00082. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the unit was giving out a check vent battery failed error code when installing the new 4th generation pm pcba. The fse replaced the 3rd party battery the customer had in the device with philips OEM battery, and this resolved the battery failure issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated: section d3: manufacturing site and section g1: contact office entity updated.